Event description:
Rptr alleged obtaining discrepant blood glucose results of 480 mg/dl back to back with a result of 208 mg/dl when tests were performed within one min of each other on the aviva sys. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.